Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise that was oversensed during what appeared to be a procedure. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise that was oversensed during what appeared to be a procedure. This ICD remains in service. No adverse patient effects were reported. Additional information was received and this ICD delivered inappropriate anti-tachycardia pacing (atp) and four shocks due to a magnet not being placed during a procedure. This ICD remains in service. No additional adverse patient effects were reported.